Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display due to corroded battery tube. Analysis was unable to verify for operating currents including low battery and failed battery test alarm or perform rewind and basic occlusion, occlusion, prime/ compromised force sensor system, the excessive no delivery and displacement test due to blank display. No damage inside pump noted. The insulin pump was received with scratched lcd window, cracked case near display window corners, cracked reservoir tube lip note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 112 mg/dl at the time of the call. The customer stated that the insulin pump had multiple blank displays. The customer stated that the battery compartment had corrosion. The customer stated that the battery cap was corroded. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.